Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a breast augmentation primary with an unknown mentor saline breast prosthesis experienced left-sided- wound infection post procedure. Patient informed during call to mentor that previous set was removed due to staph infection and a year later she had new implants put int. As a result, patient underwent bilateral replacements as follow: left: catalog number: 3502275, serial number: (B)(4); right: catalog number: 3502275, serial number: (B)(4) on (B)(6) 2014.